Event description:
While advancing the catheter to place a stent, the stent became separated from the balloon that had not been inflated yet and went into the vessel. After multiple attempts to retrieve the stent, the surgeon had to perform a cut down to retrieve the stent.